Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced current high blood glucose 506 mg/dl and at the time of incident 461 mg/dl. The customer also reported that insulin pump was damaged to the moisture. Product will not be return for analysis.